Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device due to a pump issue. A surgical procedure was performed to replace the ipp. No patient complications were reported.